Manufacturer narrative:
Submit date: 09/30/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze pad the customer states they received 13 each in a tray rather than 10. Discovered before use.

Manufacturer narrative:
The device history record (DHR) for lot 16g091662 indicates that no defects were found in (B)(4) samples inspected per lot produced on each autobander machine. A package of (B)(4) unbanded sponges were supplied in an open tray. The tray should have contained only (B)(4) sponges. The number of samples coincides with the reported issue, thus the complaint is considered confirmed. Possible root cause may be the scale challenge for weight count was not set up correctly on autobanders. Product originates from the manufacturing facility and then goes to another source to be used such as a kit packing facility. It is also possible that sponges could have been lost during that process. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Counts are performed as part of the inspection criteria for in process. This evaluation is performed at a tightened sample size for miscounts. The lot met all defined acceptance requirements and was released. A formal corrective and preventative action (CAPA) was initiated to address the miscount complaints for vistec products. During this CAPA, the off line banding equipment was discontinued. A reversal of the autobander trays was performed to tighten the bands. Product originates from the manufacturing facility and then goes to another source to be used such as a kit packing facility. It is also possible that sponges could have been lost during that process. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Counts are performed as part of the inspection criteria for in process. This evaluation is performed at a tightened sample size for miscounts. The lot met all defined acceptance requirements and was released. A formal corrective and preventative action (CAPA) was initiated to address the miscount complaints for vistec products. During this CAPA, the off line banding equipment was discontinued. A reversal of the autobander trays was performed to tighten the bands a rotation of stacked sponges will be removed from the process and validation activities will be performed. This CAPA is currently in the implementation stage. This information will be utilized for trending purposes to determine the need for additional corrective actions. Finished goods testing is currently being performed at a heightened level for products packaged using banded 10's for miscount. This heightened testing is performed to ensure containment for the reported condition.